Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: c2tr01 ipg, 5076-52 lead, 5076-45 lead, and 419688 lead, implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller exhibited a controller fault alarm. It was also noted that the controller displayed "only squares on the controller screen" and alarmed during downloading of the log files despite the "deactivate driveline disconnect alarm" function being activated. After the download was complete, the controller "did not recognize the connected alarm adapter, and continued to produce a ¿no external power¿ alarm.¿ the controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the device revealed that the controller passed visual examination. Functional testing revealed that the controller was able to run a motor fixture; however, the controller was unable to communicate to a monitor, unable to register an alarm adapter connected to the serial port, and the controller display and front panel did not illuminate. The reported "only squares on the controller screen" could not be confirmed or duplicated during testing. However, it's likely the patient was describing the front panel and controller display findings observed during testing. Internal inspection of the controller did not reveal any damage that may be related to the reported event. Supplemental testing was performed, and revealed that the user interface controller, which is the main integrated chip responsible for the operations of the controller, was faulty and not outputting the expected signals. Log files analysis revealed a controller fault alarm was logged due to a corruption of the user interface controller. Three (3) additional controller fault alarms were logged. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a faulty user interface controller. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: a controller power up with associated motor start event was logged at the same instance as the controller fault alarm on (B)(6) 2018. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 25% relative state of charge (rsoc) and another battery was connected to power port two (2) with 89% rsoc. The data point recorded after the loss of power revealed that the same battery was connected to power port one (1) and the same battery was connected to power port two (2). The controller was without power for 22 seconds. Three (3) additional controller power ups were logged on (B)(6) 2018 at 15:18:29, 15:19:02, and 15:20:03, followed by three (3) additional controller fault alarms logged at 15:18:30, 15:19:02, and 15:20:03, respectively. As a result, the reported event was confirmed. The most likely root cause of the reported controller fault alarms and ¿controller not recognizing alarm adapter¿ can be attributed to a faulty user interface controller. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or intermittent disconnections on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.